Event description:
Information was received indicating that this syringe infusion pump exhibited a check clutch and plunger lever alert. No adverse patient effects were reported.

Event description:
It was additionally reported there was no patient use at the time of the event.

Manufacturer narrative:
One used pump was returned for investigation. A visual inspection found the device to be in poor physical condition; the top case was chipped and cracked and the bottom case was also damaged. A "check clutch error" was present in the event history log. Flow testing was performed and the reported error was duplicated. The leadscrew and carriage nuts were found to be loose, causing the error. The loose screws were attributed to normal wear.